Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The waveguide broke during product evaluation. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the crack. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. This contact caused the waveguide to crack which will propagate to cause a fracture of the waveguide. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the red indicator illuminated and can't be used. A new product was opened and was used to complete the case. There was no patient injury.